Event description:
It was reported that during an implant a lv lead was implanted and upon post op check the following day the lead was dislodged. The lead was explanted. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.